Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 367 (mg/dl) the morning of the report. The cause of the elevated bg level was unknown. An infusion set site change and a bolus via the pump were used to address bg level. Reportedly, the customer's bg level returned to target. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider. In addition, the customer received a malfunction alarm later that day. The customer's bg level was 265 (mg/dl) at the time of the malfunction and a bolus via the pump was delivered to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared.